Event description:
Caller advised had implant (B)(6) 2012 and experienced dizzy spells 2 weeks after surgery. Suffered falls and head injury from syncope. Other side effects experienced from implant include slurred speech, burning sensation in left hip, tingling in the toes, problems with balancing, poor muscle coordination in hands and chronic pain. Caller advised these negative side effects have affected his ability to work and perform daily activities of living. Caller is bedridden and constantly in pain. They also advised they are part of a class lawsuit against medtronic.